Event description:
Company representative reported multiple devices with internal speaker failure. Manufacturer's service representative replaced internal speaker and confirmed proper operation. An adverse patient outcome was reported, however it was not attributable to device malfunction.